Event description:
Complaint - the hi/low head will not stay up. No alleged injury by account.

Manufacturer narrative:
Tech found bed in bed shop. Complaint - the hi/low head will not stay up. Found - the hi/low head section slowly drifts down. Cause - the hi/low head down valve is sticky. Replaced the hi/low head down valve to resolve this issue.